Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No what healthcare professional fired the device and what is his/her experience with the device? Professional healthcare where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 sec was the device difficult to close? Easy close was the device difficult to fire? Normal to fire did the healthcare professional receive audible & tactile feedback when firing the device? Yes, he did were the donuts inspected?¿unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Unobtainable was a transfusion required? Not required what was the conservative treatment and drugs provided? Unobtainable was any further medical or surgical intervention required? Unobtainable what was the pre and postoperative anti-coagulant and pain management protocol? Unobtainable what is the current status of the patient? Stable and leave from the hospital

Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? What was the conservative treatment and drugs provided? Was any further medical or surgical intervention required? If so, please describe. What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that the patient's indication is colitic polyp, rectal cancer, during the laparoscopic radical resection of rectal cancer surgery, no any abnormal situation was observed. The operation process was smooth, the anastomotic stoma was well examined during the operation, and there was no bleeding under colonoscopy. The patient had hematochezia 4 hours after operation, which was temporarily stabilized by conservative treatment with drugs, and the bleeding was reduced, and the blood color was dark red on the third day. The patient is stable and in hospital now.